Event description:
During nerve dissection at the implant procedure, the patient's airway was punctured which was confirmed with a scope. Surgeon sutured the punctured hole and closed. The case was aborted.